Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime event in the cartridge. No additional information was available. There was no adverse event associated with this complaint and is now being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.